Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media source that the keypad of insulin pump was a bit worn out. The customer¿s blood glucose level was unknown. Customer stated that they stopped using this insulin pump and they went back to using the old one. The insulin pump will not be returned for analysis.